Event description:
It was reported that the brakes would not hold due to dirt and debris accumulation on the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.